Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a 1 cm by 12 cm of dressing was embedded in the adhesive field that holds the metalized film together to form the bag or pouch that the rope is packaged in. No photo was provided.

Manufacturer narrative:
A batch record review has been completed with no discrepancies found. Machine logs have been checked. Preventive maintenance (pm) logs have been checked and all pm's were completed. Aquacel ag wsf 1x45cm was manufactured under lot number 8l02931. Lot number 8l02931 was sterilized and released on review of the sterilization results. All the results were within specification and the products were released in compliance with standard operation procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for machine universal. A visual inspection was performed in accordance with testing method, and performed at the beginning of the order and every hour following until the order was completed. No nonconformity was raised during the manufacturing process of lot 8l02931. There are two (2) complaints for the same lot in track wise 8.7, but are for different issues. No photograph has been received for this complaint therefore, the complaint cannot be confirmed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.